Event description:
It was reported that upon review of a patient's chart from 19 mar 2019 there was a suspected fracture on the atrial lead noted. No changes or interventions were reported; the device will continue to be monitored. There were no patient consequences.